Event description:
It was reported that a user experienced dexcom g7 sensor pairing failure, and technical troubleshooting and education were completed with expectation of reconnection. Symptoms included no reported alerts or alarms and no reported clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included user support troubleshooting and education to restore sensor pairing. Investigation of this case revealed that the responsible device for pairing could not be identified and that the issue was addressed through reconnection steps. It was concluded that the event was related to a connectivity or pairing issue without clinical consequences and that the ilet system function was dependent on sensor pairing being restored.